Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep), a consumer, and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that a revision had occurred. The rep stated that the patient could not feel stimulation after the surgery. The rep indicated that they did not test impedances prior to the surgery, but a nurse did, and impedances after the ins replacement were similar. The impedance values were reported as follows:¿0 3018 ohms; 1 3018; 2 4814; 3 6144; 4-7 greater 10k (this side is plugged).¿ the patient was programmed with electrodes one and two, the same as prior to implantation. The patient normally felt stimulation at around 3.5 volts, but they had increased stimulation to 10.5 volts and they could not feel it. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2018. The ins was discarded, the replaced ins is in use. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-jun-20. The rep indicated that an impedance test was done prior to surgery. Impedances were very similar to the post surgery impedance test. The patient indicated that stimulation had been experienced prior to surgery when meeting with the rn who also ran an impedance test. The revision was done as elective replacement indicator (eri). This was a non-rechargeable ins. The cause of the high impedances and lack of stimulation was not determined. Multiple impedance tests and various programming was done post surgery but it did not resolve the issue. The patient¿s weight at the time of the event was unknown. This information was confirmed with the physician. No further complications were reported/are anticipated.